Manufacturer narrative:
Reporting institution name: (B)(6) hospital.

Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator, indicating that the battery would not power on. There was no reported patient involvement. The fse conducted an onsite evaluation of the device, where the ac (alternating current) power module was reseated, and the device returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty connection. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse reseated the ac power module to resolve the issue, and the device was returned to service. The absence of further calls supports that the reported problem was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.